Event description:
It was reported that the right ventricular (rv) lead was noted with a fracture leading to over-sensing noise. The rv lead was capped on (B)(6) 2025 and replaced. The patient was stable.